Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit would not display an ECG on 3 different cs300 units. The fourth cs300 unit was successful. In a follow up call, it was reported that during the event the customer was able to get a few seconds of ECG each time on the pumps, but then it was lost. It was stated that they tried auto, semi auto and different leads without success. After other staff came to help, it was noticed that the ECG cables were different than what they were used to using on the pumps. Stating the cables were gray in color and they are used to tan colored cables. Also stating that the gray cables were bolted to the pump. The ICU nurse then brought a cs300 from another unit with the tan cables and an ECG was then displayed. The issue was resolved and they transported the patient safely to the ICU.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) facing ECG cable issue. A getinge field service engineer (fse) attended the event on phone call and reported that during the event customer able to get a few seconds of ECG each time on the pumps, but then it was lost. Customer states that they tried auto, semi auto and different leads without success. Several ICU staff came to assist and she reports that they noticed that the ECG cables were different than what they were used to on the pumps. She states the cables are "grey" in color and they are using "tan". The ICU nurse then brought a cs300 from their unit with the tan cables and an ECG was then displayed. The issue was resolved and they transported the patient safely to the ICU. The pumps have been pulled from service for now. No injury or death reported by customer. H3 other text : no repair service information available.

Event description:
N/a.